Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported streptococcus mitis/ streptococcus oralis peritonitis. There is no documentation supporting a causal relationship. The source of the peritonitis cannot be fully determined with the available information. However, streptococcus mitis/ streptococcus oralis are known to reside in the oropharynx of humans; therefore, there is a possibility the patient did not properly wear mask when performing pd treatment. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) had cloudy peritoneal dialysis (pd) effluent. The patient¿s pd effluent culture revealed a white blood cell (wbc) 1923, red blood cell (rbc) 9 and growth of gram-positive cocci; streptococcus mitis/ streptococcus oralis isolated. The patient was treated for peritonitis on an outpatient basis with unknown antibiotics. The source of the patient¿s peritonitis was reported unknown. The patient is recovering and continues cycler assisted pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.